Event description:
The nurse went to inject medication. She pushed in the plunger, but the rubber part did not engage, and medication did not go into the patient. Also, the sharps protection did not engage.